Manufacturer narrative:
Findings: unable to verify missing segment due to white display. Unit received white display due to cracked lcd glass. Pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The customer woke up in the morning and the insulin pump fell off. The bottom of the screen had white and black spots. It would not do anything. The customer reported that the screen was solid white. The customer's blood glucose level was 119 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.